Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the device was not returned for evaluation; no pictures were provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 5/3/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak anchor pulled out. It was also noticed prior to pulling out that the sutures were frayed. Everything was removed from inside the patient and three other knotless fibertak had been implanted successfully prior to failure. This was discovered during a procedure. Additional information requested